Event description:
This pt with cerebral palsy is the first to enroll in a study to assess the benefits of surface electrical stimulation to improve waling. Water based electrodes were used to conduct the current from the stimulator to the skin which caused her plantar flexor and dorsiflexor muscles to contract at the correct time to move the leg properly for walking efficiency. The stimulation was provided throughout the day (6-8 hours) whenever the child was walking and turned off automatically when the child was inactive. The child had been wearing the stimulation system for 3 weeks when she came for her weekly monitoring according to the study protocol. A skin rash developed under both pads stimulating the plantar flexor muscles. The pads were removed and stimulation was discontinued. The principal investigator photographed the leg and notified the (B)(6) of this event. The (B)(6) committee determined the child should be removed from the study. Eventually, the study was suspended due to a total of 4 children who developed a similar skin irritation. Dates of use: (B)(6) 2013. Reason for use: hemiplegia cerebral palsy. (B)(4).